Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time 2017 the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now. On 30th november, 2017 getinge became aware of an issue with one of surgical lights- powerled. In the complaint 10 different serial numbers were claimed with the same issue. As it was stated, the sterilizable handle interfaces were cracked and photo evidence shows missing particles. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might cause contamination. It was established that when the event occurred the surgical lights did not meet its specification due to damaged sterilizable handle interfaces and they contributed to the event. It is unknown if devices were being used for the patient treatment when the issue occurred. The possible root cause of the issue is related to improper usage, a most probable cause of this breakage is an excessive radial force applied on the handle, probably a shock with another heavy object or device. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 30th november, 2017 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the sterilizable handle interface was cracked and photo evidence shows missing particles. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might cause contamination.